Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) report continued to show previous events after the device was cleared. The icm remains in use. No patient complications have been reported as a result of this event.